Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and noted that the flexspot pc software failed to start fully. The fse attempted to reload the software using tsms and a service laptop. However, the issue still persisted. A review of the system log files indicated that the flexspot pc was not responding confirming the reported issue. Upon further troubleshooting, the fse determined that the flexviewing pc needed replacement. The fse replaced the flexviewing pc to resolve the issue, reloaded the software, and restored the backup configurations successfully. The flexviewing pc was returned for analysis and result indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.